Event description:
Boston scientific received information that at the implant of this cardiac resynchronization therapy defibrillator (crt-d) a high out of range shock impedance was exhibited when connected with the chronic non boston scientific corporation right ventricular (rv) lead. Further testing produced acceptable shock impedance numbers so no changes to the system were made. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.